Event description:
Administration sets causing replace set alarm 4. Replace set alarm 4 occurs when the pump has detected excessive pressure in the disposable set. The alarms occurred before the devices were used. No patient involvement.

Manufacturer narrative:
The customer was unable to provide the lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. The device(s) has not been returned. The complainant is unable to provide a lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. An evaluation cannot be performed and a cause for the reported alarms cannot be determined. No clinical injury to patient.